Event description:
Event was reported to caldera medical by an attorney. The pt has suffered mesh erosion, protrusion, pelvic pain, recurring urinary tract infections, bleeding, vaginal scarring, dyspareunia, dysuria, vaginal odor, urinary incontinence, bowel problems, and recurrence of prolapsed. No further info has been provided.